Event description:
It was reported to philips by a customer that the unit had an error message post audible backup failed. Based upon the information provided, the device was being set up for use at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device and diagnostic report, the biomedical engineer stated that the unit had an error message ¿1104 post backup audible failed¿. The rse dispatched a field service engineer to do the repairs.

Manufacturer narrative:
The field service engineer (fse) also replaced the speaker and the motor control pcba. The device passed all required testing. The battery was found to be over 5 years. The fse advised the biomedical engineer to order a new battery and when the new battery is full run the test on new battery for 20minutes. A speaker assembly was returned which indicates an error code 1102 primary alarm failure. Physical damage resulted in the speaker assembly terminal connection being ripped apart. The cpu pcba was not returned for evaluation to determine if the backup alarm also failed.

Manufacturer narrative:
The customer replaced the cpu pcba and was provided the software option codes.